Event description:
In 2007, I implanted this lead in pt rs. Within two months, this lead demonstrated new electrical noise simulating ventricular fibrillation which was reproducible in the office by having the pt simply lean forward. The pt received an inappropriate shock for this noise on one occasion. Upon interrogating the lead immediately thereafter, the defibrillation therapies were turned off until the problem could be resolved. At the time of explant of the lead four months later, it was noted that there had been an additional 10,000 similar episodes between the time that the therapies were turned off and the time of explant. The lead was returned to the st. Jude medical company for analysis. It should be noted at the time of explant, a guidewire could not be advanced through the lead more than about 5 cm indicating that there had been an existing crush injury to the lead body at that location resulting from pt anatomy. In addition, a small nick was intentionally made in the suture sleeve to cut the suture which was securing the lead in position in the pt. The lead analysis was completed the following month, and I never received a copy of the report until 12/4/07 when I called the company and specifically requested a copy. Reviewing the product analysis report from st jude medical (see attached copy), I have several comments. First, this lead was never taken apart and examined internally. Second, it does not appear that anyone attempted to pass a guidewire through the lead to discover the location of the crush injury to the lead. Third, there is no explanation in the report for the visual observation in item #1 that "body fluid was noted thru-out the distal coil." It is extremely unlikely that this was a result of any injury or damage to the lead caused during explant. The lead was removed easily without use of any extraction device or trauma. By this letter, I am informing the FDA that I have noted noise from several st. Jude medical riata model 7041 and 7040 leads which have been or could be misinterpreted by defibrillator devices as ventricular fibrillation with inappropriate therapies. This is a problem unique to his lead and represents a serious medical hazard. It is my impression that st jude medical is not performing adequate and good faith analyses of these leads in an effort to avoid reporting this problem to the FDA. I urge you to investigate this issue further and take actions appropriate to protect defibrillator pts appropriately.